Event description:
It was reported that the customer had an issue with the insulin pump. Customer had a high blood glucose level of 399 mg/dl. Customer's blood glucose level was 121 mg/dl at the time of the call. Customer stated that her blood glucose level was also at 40 mg/dl before it went to 120 mg/dl. It was reported by caller clayton that the customer is blind. Pump's settings were reviewed and pump was found to be programmed correctly. Pump passed the high pressure and priming tests. After troubleshooting, customer was advised that the pump was working as it should be based on the customer's answers. Customer treated with glucose tablets. Customer has been experiencing low blood glucose levels when she is asleep, but is not sure. Customer stated that when she touches the indented circle on the bottom of the pump, it moves. It was also found that the drive support cap was loose. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. Drive support disk was inspected and no anomaly was noted.